Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: 4 samples were returned by the customer. The set was examined for defects and abnormalities. No defects or abnormalities were observed. Smartsites were connected to a 10 ml syringe and water was flushed through all sets. All sets were able to be primed. The customer complaint that the sets do not flush could not be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review for model 20039e lot number 20125766 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 30may2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) has been initiated, and a team has been assembled in order to investigate the issue. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: 4 samples were returned by the customer. The set was examined for defects and abnormalities. No defects or abnormalities were observed. Smartsites were connected to a 10 ml syringe and water was flushed through all sets. All sets were able to be primed. The customer complaint that the sets do not flush could not be replicated.

Event description:
It was reported that 4 smallbore 6 inch ext vlv experienced flow issues and were clogged/blocked/occluded. The following information was provided by the initial reporter: material #: 20039e, batch/lot #: 20125766. Defective customer is stating that both cases do not flush at all.